Event description:
The customer reported while ventilating on a pt a transducer fault error message appeared on the display. The pt was placed on another ventilator. There was no harm to the pt.

Manufacturer narrative:
(B)(4). The device was evaluated by the in-county distributor. A transducer fault error occurred and distributor replaced the main pcb to correct the error.